Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was loaded and tracked over a 0.014 inch guidewire and 5f guide catheter without issue. Using an encore inflation unit an attempt was made to inflate the balloon without success. The device was soaked in a waterbath at 37 degrees celsius in order to dissolve any solidified media inside the device. When another attempt was made to inflate the balloon, a pinhole leak was confirmed in the balloon material. The pinhole was located just proximal to the proximal edge of the proximal markerband.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured from the start. As per physician, there was a little resistance when crossing the non-boston scientific guide catheter. The balloon was damaged by the blade inside the guide catheter. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured from the start. As per physician, there was a little resistance when crossing the non-boston scientific guide catheter. The balloon was damaged by the blade inside the guide catheter. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.